Manufacturer narrative:
(B)(4). The technical service engineer (tse) troubleshot this issue with the customer over the phone. The action recommended by the tse corresponds with accepted service practices for the error codes generated by the device. The customer was instructed by tech support to call back if the recommended part or test did not correct the failure.

Event description:
It was reported that this unit gave error codes during routine preventive maintenance. There is no patient involvement. Associated with this event.